Manufacturer narrative:
Patient data - height 130 cm. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with the shunt system. The patient was initially implanted with a prosa valve on (B)(6) 2017. Postoperatively, there were problems with adjustment. Due to the malfunction, the valve was explanted on (B)(6) 2019. Additional information was not provided.

Manufacturer narrative:
Manufacturing evaluation: the valve was received submersed in an unidentified liquid in a plastic container. Visual inspection - a deformation of the outer housing of the valve was observed. The prosa valve housing was subsequently measured and confirrmed the presence of a slight deformation, slightly outside the tolerances. Permeability test - results have shown that the prosa is permeable. Adjustment test - the valve was tested and is not adjustable through the normal range. Braking force and function test - the results have shown that the brake function is operational; however, the braking force cannot be measured due to the non-adjustability. Computer controlled test - the valve was not operating within the accepted tolerances. The opening pressure was significantly lower than expected, indicating a tendency towards over-drainage. Results - after the tests, we have dismantled the valve. Inside the valve we found a build-up of substances (likely protein). Based on our investigation, we confirm that the valve was non-adjustable at the time of our investigation. This is likely due to the deposits observed inside the valve. The cause of the deformation and resultant defect of the rotor could not be determined. Significant outside pressure, for example by too much force from the adjustment tool or by a fall or impact to the head of the patient, can compromise the integrity of the valve. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released.